Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rear wheel of a prismax machine was observed to be damaged during an unspecified process step. The device was at risk of tipping over when pushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Visual inspection of the machine showed that the rear wheel of the machine was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the broken rear wheel which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.